Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient underwent a revisions surgery on (B)(6), 2014, to remove the abutment and was reimplanted with a new implant magnet during the same surgery.the fixture stayed insitu at all times.

Manufacturer narrative:
(B)(4).